Manufacturer narrative:
Follow-up #1: date of submission: 03/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: during investigation, there were pump reboots observed in the black box. The pump was able to power on properly. The battery cap was able to fit for testing. The intermittent power was not duplicate during investigation. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.